Event description:
Additional information received identified the patient's clinic wanted to confirm the validity of the pressure sensor readings. The sensor was recalibrated on (B)(6) 2018 via right heart catheterization where the mean was increased by 15.6mmhg. The patient is able to take valid readings.

Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported hf sensor exhibited inaccurate readings. Patient may undergo right heart catheterization to confirm the validity of the sensor.